Event description:
The facility representative reported a fail code 812:02. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17, 2007. Evaluation summary: the reported condition of fail code 812:02 was confirmed. The pump head module was replaced. Typically this failure is associated with the shuttle motor gearbox. Review of the complaint history reveals similar reports have been received for this product for the reported issue.